Event description:
An unspecified error message was reported with the Abbott Diabetes Care (ADC) device and the customer was unable to obtain glucose readings. The customer experienced hypoglycemia, and a loss of consciousness. The customer was unable to self-treat, requiring unspecified intravenous treatment from healthcare professional for issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.